Event description:
It was reported that the rotalink plus became stuck on the rotawire. A 1.25mm rotalink plus and rotawire were selected for an atherectomy procedure in the 85% stenosed and minimally tortuous middle left anterior descending (lad) artery. Upon withdrawal of the rotalink plus, it became stuck on the rotawire. The rotalink plus and the rotawire were removed together as one unit from the patient. The procedure was completed successfully with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the returned complaint device consisted of a rotablator rotalink plus device with a rotawire stuck inside. The rotawire was able to be removed from the rotalink plus device with little restriction due to the numerous wire kinks. There were numerous kinks along the body of the rotawire and the floppy tip of the rotawire was stretched. The outer diameter of the middle and proximal section of the device were within specification. The overall length and outer diameter of the distal tip were unable to be measured due to returned device condition.

Event description:
It was reported that the rotalink plus became stuck on the rotawire. A 1.25mm rotalink plus and rotawire were selected for an atherectomy procedure in the 85% stenosed and minimally tortuous middle left anterior descending (lad) artery. Upon withdrawal of the rotalink plus, it became stuck on the rotawire. The rotalink plus and the rotawire were removed together as one unit from the patient. The procedure was completed successfully with another of the same device. There were no patient complications reported and the patient was stable post procedure.